Manufacturer narrative:
Covidien reference (B)(4). The evaluation of the device has been completed. The service engineer performed the device calibration in order to solve the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in patient use, the oxygen (o2) alarm was frequently generated when the achieva ps was switched from achieva plus pso2. This o2 alarm was not generated while achieva plus was in use. The device kept cycling but was replaced with another without any reported patient harm.